Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in colectomy during a laparoscopic sigmoidectomy, after the firing, the display showed a power handle error (red circle with a line) and the jaws lock in tissue. The reload was also able to be removed  from the adapter in the status of closed jaws. To resolve the issue, a new handle and reload was used to performed additional resection.